Event description:
Medtronic received information that during the deployment of this transcatheter bioprosthetic valve (B)(4), the patient decompensated requiring a quick deployment of the valve, which caused a deep implantation. A balloon aortic valvuloplasty (bav) was performed and severe paravalvular leak (pvl) was noted. An attempt was made to implant a second transcatheter bioprosthetic valve (B)(4) within the first valve; however the second valve flared open and moved above the annulus. An echocardiogram indicated severe paravalvular leak. The valve was unable to be retrieved through the sheath. It was then snared and left implant in the abdominal aorta, above the renal arteries. An abdominal angiogram confirmed the valve was not occluding any arteries. A third transcatheter bioprosthetic valve was successfully implanted valve-in-valve within the first valve with mild pvl resultant. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).